Event description:
Embio clinical study. It was reported that the patient required hospitalization post procedure. A bead block was selected for use. Left gastric artery embolization for weight loss in obese patients with bmi 35-50kg/m2 was performed. Since the night of the intervention, the patient experienced moderate central epigastric pain radiating to the left side and multiple vomiting episodes requiring hospitalization. Treatment was performed and the outcome was resolved. The patient was discharged one day after hospitalization admission.